Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device right plunger head case, top case corners, and battery door were cracked. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by the mainboard not operating as intended. The top case, plunger assembly, battery door, and interconnect board were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory. (B)(6).

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm. The alarm continued to trigger even after the software update to v1.6.5. It is unknown if there was patient involvement, no adverse patient effects were reported.